Event description:
Rptr discovered a small lump under her left armpit, slightly to the left of her left breast. On 2/13/95, she scheduled an appointment to have the lump examined. The md who examined her was unsure of a diagnosis, but was concerned enough to schedule an appointment for her with a surgeon who was more experienced with breast implants. On 2/14/95, rptr was examined by the surgeon. Upon feeling the lump, dr recommended a biopsy to see if it was cancerous, or related to a silicone leak from rptr's implants. On 3/7/95, the biopsy surgery was performed. She left the office with several stitches, much discomfort, and many worries. She spent the next 4 days in painstaking worry, as the lab results wouldn't be due until then. On 3/10/95, the stitches were removed, and she was told she did not have cancer; it was a silicone leak from her breast implants. To be 100% sure, the dr had her lab tests sent to a medical center for final diagnosis. Two to three weeks later, the pathologists confirmed that silicone was found in the lump. At that point, she was very concerned. The surgeon referred her to a plastic surgeon for a consultation in deciding the next step. On 4/21/95, she was examined by the plastic surgeon. He informed her of the problems of extensive surgery to remove polyurethane-coated implants. He advised rptr to have the implants removed until further complications arose. There isn't a day that goes by that she doesn't feel intense fear when looking at her breasts and scar.